Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/05/2013 with the following findings: a review of the pump¿s history showed no activity outside of normal use. Daily insulin delivery totals were correctly reflected in the user¿s programmed basal rates. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the patient¿s bgs were higher than usual recently and a bolus was only able to lower the bg temporarily. The reporter noted blood in the site after a site change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.